Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that dialed in to the station and found it was stuck at blue screen. A technical support specialist found rss agent was repaired; however, it did not initiate the application. It was suspected that the rss agent had become corrupted. Following a successful upgrade, the station was able to boot up as the application. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system had a blank screen was observed. The technician disconnected the power supply, waited for 30 seconds, and then reconnected it. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.